Event description:
It was reported the pt experiences pain and bruising at the implant site and the ipg is tilted forward at the top. The pt has not been reprogrammed since the implant date. Pt will schedule an appointment with the physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.